Manufacturer narrative:
(B)(6). Complaint of damaged harness was confirmed. One pin of the return ground on the front panel harness assy pn: 550039 was broken off. Cause of damage unknown. After the evaluation the root cause for the reported issue could not be determined. (B)(4).

Event description:
It was reported that during an unknown procedure the socket of the monopolar was broken. It is unknown if there was a procedural delay. There was no back up device available. This incident did not result in any patient injury or complications.